Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.5/+1.5/093 (sphere/cylindar/axis) into the patient's left eye (os). The lens was explanted intraoperatively, the surgeon noting lens tear/break during injection into the eye and "broken lens." This occurred on (B)(6) 2018.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was residue/debris on product. Visual inspection found the haptic torn/broken/bent/deformed and foreign material on lens surface (residue/debris on lens). Corrected data: report source: user facility is incorrect, should be distributor. Claim # (B)(4).